Event description:
It was observed during the device inspection, that the ultrasound gastrovideoscope exhibited ultrasound probe were damaged. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to g3, additional information to h4, and the legal manufacturer's final investigation results. Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 30sep2024. Based on the results of the investigation, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.